Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated she is having a nerve block on (B)(6) morning and wanted to know if that would affect the stimulator. Patient said they have ruptured discs that are 4, 5, 6, and 6-7. Patient mentioned they have to do 2 procedures within 2 weeks for insurance, and if that doesn't work then the next step is ablation. Agent reviewed and provided (B)(6) phone number for facility to call if needed. Patient also asked if they should always have the device off if they have an EKG and agent reviewed. Pt states takes forever to charge her battery. Pt states this has been going on 8 months, and she hasn't called at all. During the call, the agent attempted to troubleshoot, but pt was with not her equipment. Agent reviewed expectations of charge duration. Pt states at times takes an hour and agent reviewed. Pt states been a gradual change where she cannot move at all and before could wear and move around but now cannot and just says reposition. Agent directed pt to call back when she has equipment. No symptoms were reported.